Event description:
Additional information was received on (B)(6) 2012, from the physician. When asked when the sleep apnea was first observed, the physician stated that the patient's most recent opsg on (B)(6) 2009, did not show abnormal events. He also stated that there was no relation between the sleep apnea and vns. In addition, the patient did not show sleep apnea with most recent stimulation. It is unclear if the patient had a medical history of sleep apnea; however, it is known that the patient did experience sleep apnea while implanted with vns.

Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient has obstructive sleep apnea. It is unknown if the apnea is related to vns. Attempts for additional information are underway.